Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified more than three curved openings, yellow particles material was found on the shell and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified more than seven openings striated and wear abrasion. Based on the device analysis the final assessment is: more than seven openings striated in the side anterior assessed as surgical damage. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side capsular contracture, baker grade unknown. The device was explanted.

Event description:
Patient reported a right side capsular contracture, baker grade IV. Additionally, healthcare professional reported muscle contracture 4 baker grade (right side). Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6; b.5; b.6; g.1; h.6.